Manufacturer narrative:
H.6. Investigation: a failure for false susceptibility was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that they were receiving discrepant cpo (carbapenemase producing organisms) results, stating that serratia marcescens was reported as class b, but upon repetition of the test was reported as class a. Further information was requested of the customer, but the customer did not respond. As no further details could be obtained, the root cause is unknown and this is an unconfirmed failure of a bd product. If further information is provided, this investigation may be re-opened, or a new complaint may be entered. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history for (B)(6) revealed one previous complaint related to discrepant cpo results. Case (B)(4) was investigated against the reagent, after investigation of the instrument found no cause. The failure mode was unconfirmed. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a false susceptible result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer reports the cpo was class b but repeated as class a."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a false susceptible result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer reports the cpo was class b but repeated as class a."